Event description:
It was reported that during an unknown procedure, when using the clamp, it comes off at the tip. When the clip is in use, the clip is peered off at the tip. The procedure was completed successfully. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.